Manufacturer narrative:
The issue was reported to a steris service technician while he was onsite performing work on another piece of equipment. The facility indicated that an employee had been burned while handling items that had been removed from the v-pro max sterilizer, washed her hands and returned to work. The employee was not wearing gloves at the time the injury was obtained. The vpro max sterilizer operator manual states (1-2) states "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." In addition, " danger - chemical injury hazard: when handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions." The steris technician inspected the v-pro max sterilizer and confirmed the unit was operating according to specification. While onsite, the technician discussed the proper use and operation of the v-pro max sterilizer with facility staff. The facility's account manager was informed of the event and confirmed that the facility has been trained on the importance of wearing ppe at all times when working with the v-pro max sterilizer. No further issues have been reported.

Event description:
The user facility reported an employee was burned while handling packages from the v-pro max sterilizer. No procedural delays or cancellations were reported. The employee did not seek medical attention for the injury.